Event description:
It was reported that during a hand-assisted laparoscopic kidney donor procedure, the device tore. A like device was used to complete the procedure. There was no patient consequence.